Event description:
A customer contacted ortho care on (B)(6) 2022 after observing what was described as a discordant negative major crossmatch result for api proficiency sample ser-12 against donor sample dnr-03 using mts¿ anti-igg card lot 062821001-15 (expiry date 09 may 2022) in manual ID-micro typing system¿ gel test method. Complainant name/complaint reporter name: (B)(6), medical director. Events date: (B)(6) 2021 and (B)(6) 2022. Proficiency sample/donor information: donor sample dnr-03 was o positive and positive for e (rh3) and s (mns4) antigens sample ser-12 was incompatible with dnr-03 cells. Sample red-12 and ser-12 were from an a negative patient with an anti-e (rh3) antibody and demonstrated a postive antibody screen. The donor would be considered unacceptable due to the presence of the e (rh3) antigen and incompatible at ahg phase and unacceptable for immediate spin crossmatches due to the positive antibody screen. The customer reported that on (B)(6) 2021, they had tested sample ser-12 against donor sample dnr-03 for major crossmatch using mts¿ anti-igg card lot 062821001-15 in manual ID-micro typing system¿ gel test method obtaining a negative reaction. The customer reported that the negative reaction was reported to the proficiency supplier. The customer reported that on (B)(6) 2022, after having received the api proficiency summary report, three different operators from this laboratory had re-tested the same sample against the same donor sample for major crossmatch using the same lot of mts¿ anti-igg cards in manual ID-micro typing system¿ gel test method obtaining three times a negative reaction. The customer reported that on the same day, they had sent the samples (ser-12 and dnr-03) to a sister site where they were tested for immediate spin crossmatch using mts¿ buffer card (lot not provided) in manual ID-micro typing system¿ gel test method obtaining the expected positive reaction (incompatible) with a 2+ reaction grade. No further detail was provided. The customer reported that no patient sample was affected thus no patient was harmed because of these events.

Manufacturer narrative:
(B)(4). Qerts# (B)(4). Discordant negative major crossmatch results for api proficiency sample ser-12 against donor sample dnr-03. An assignable cause could not be determined. No general product failure was identified. A biased result was reported to the proficiency supplier. No patient sample was affected. No patient was harmed because of these events.